Event description:
Pt reports wearing a new daily wear lens on and off for five days. They then found that two lenses were stuck together. The eye was irritated and the pt went to the optometrist who referred the pt to an ophthalmologist. The ophthalmologist diagnosed keratitis and a central corneal ulcer o.d. The ulcer is reported as infectious although no culture was done. The opthalmologist states there is no permanent decrease in visual acuity and the condition is improving with treatment.